Event description:
It was reported that the bd ultra-fine¿ insulin syringe's cannula pierced through the shield. The following information was provided by the initial reporter: unfortunately I just received another complaint yesterday, we¿ve got another needle stick injury again with your bd ultra-fine insulin 326719, look like this one the needle tip was brent and extruded thru the cap and package (326719 lot#3128142). Clearly your production line fail to identify these issues as I would imagine that this high speed production line do not have a specific gate to recognise this type of ¿problems¿. Please check and advise.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe's cannula pierced through the shield. The following information was provided by the initial reporter: unfortunately I just received another complaint yesterday, we¿ve got another needle stick injury again with your bd ultra-fine insulin 326719, look like this one the needle tip was brent and extruded thru the cap and package (326719 lot#3128142). Clearly your production line fail to identify these issues as I would imagine that this high speed production line do not have a specific gate to recognise this type of ¿problems¿. Please check and advise.